Manufacturer narrative:
H4 - device mfg date; correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump was under-infusing¿ could not be confirmed during functional testing/delivery accuracy or during the event log review. The pump was delivering within specifications. Visual inspection found the downstream occlusion (dso) seal was bubbled and separating from the chassis and was replaced. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd-solis was under infusing. The event occurred during testing.